Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was freezing every time a user tried to sign in. The technical support specialist (tss) dialed into the station and successfully reinstalled the fingerprint scanner to restore functionality. The case was closed. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had station frozen after logging in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.